Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedance during surgery resulted in "varied values" among electrodes. It was noted that measurement was repeated several times using another clinician programmer with the same "unstable" values. It was noted that another power source was used with the same results. It was reported that the old leads were removed and new leads were used. It was noted that an electrode malfunction was suspected.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (s/n# unknown) found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was further reported that 2 measurements were taken intraoperative: on the first measurement, electrode 6 had high resistance and on the second measurement, electrode 6 was normal but electrode 8 showed high resistance. It was noted that the electrodes were exchanged because the electrodes showed unstable numbers and could not be judged as normal or not. It was further reported that electrode 6 on the initial lead had impedance greater than 20,000 ohms at an amplitude of 1.5 volts. It was noted that electrode pairs 0&6, 1&5, 1&6, 5&7, 5 &8, 5&15, 6&7 6&8, 6&9, 6&11, 6&13, 6&15, 3&6 and 4&6 had an impedance greater than 20,000 ohms at an amplitude of 1.5 volts on the initial. It was further reported that no electrodes were out of range with the replacement lead used at an amplitude of 1.5 volts.